Event description:
On (B)(6) 2025, the user reported experiencing hyperglycemia with blood glucose (bg) levels above 300 mg/dl. No outside or medical assistance was needed, and no hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.